Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of 20 jun 2019. Explant of the device has been performed. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.